Manufacturer narrative:
Concomitant medical products: item 00597206538, nexgen all poly patella, lot 62793809, item 00598800800, nexgen stemmed precoat tibial component, lot 62815857, item 00598802116, nexgen stemmed extension, lot 62172528, item 00599401692, nexgen femoral cemented component, lot 63028075, item 00598801113, nexgen straight stem extension, lot 63215467, item 00484505401, cortical screw self-tapping, lot ni.

Event description:
It was reported after a knee arthroplasty that the patient was revised due to acute tooth infection.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. This device was sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.